Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her sensor glucose and blood glucose were pretty far apart. The customer's blood glucose was 480 mg/dl. The customer treated high blood glucose with injections. The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.